Event description:
Routine complaint investigation confirms a false reading being obtained. These results under certain conditions, for certain pts, could result in adverse effects to the user of the system. No injuries were reported in the field.